Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause for sudden pain was not determined and interrogation of system confirmed no abnormalities. The hcp suggested reprogramming was needed and that the patient might have become ¿tolerant¿ of the current settings. The rep said an x-ray was performed the same day of the appointment on (B)(6) 2019; the rep called the clinic and they reported that the system via x-ray showed no issues. The rep later reported that the patient was reprogrammed which provided improved coverage for their left leg. The rep also recommended that the patient keep the ins on until bedtime and not only for 1 hour. The patient was instructed to call the rep as needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient spontaneous leg pain a week ago. The patient was reprogrammed on (B)(6) 2019 and achieved slightly better pain relief. The healthcare provider (hcp) ordered x-rays to check the placement of the lead and system as a whole. The issue was resolved and no further complications are anticipated.